Event description:
Caller reported a cartridge alarm that occurred during the load process and confirmed they waited until prompted during the process to remove the used cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and informed the caller that a replacement pump with updated software would be sent. The caller was guided to put the current pump into storage mode and return it using a pre-paid label. Training for the new pump would be available in the tandem source account, and the caller acknowledged understanding of the instructions provided.